Manufacturer narrative:
Product event summary: the medial segment of the lead was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that the patient developed bacteremia and had a linear echodensity on the right ventricular lead. The implantable cardioverter defibrillator (ICD) and leads were explanted. A temporary lead was placed until the system was replaced a week later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).